Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal hemostasis procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the first, second and third bands cannot be smoothly deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. ***additional information received on (B)(6) 2020*** it was reported that the procedure performed was endoscopic variceal band ligation (evl).

Manufacturer narrative:
Block e2: health professional was approximated to yes as the initial reporter's name and occupation are unknown, but the event was reported to have occurred at a health care facility. Block h6: problem code 2610 for the reportable issue of bands failed to deploy. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. Additional information: b5 (type of procedure).

Manufacturer narrative:
Health professional was approximated to yes as the initial reporter's name and occupation are unknown, but the event was reported to have occurred at a health care facility. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal hemostasis procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the first, second and third bands cannot be smoothly deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.